Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly and motor.

Event description:
The customer reported the screen flashing, then going blank when pressing the act button. The customer also stated that the light stays on during the time the screen is flashing. Advised that the insulin pump will be replaced. Nothing further was reported.